Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while attempting to archive snapshots out of the spine software, the system continued to become unresponsive when selecting the archive tab. The software needed to be soft rebooted, but would continue to become unresponsive when going back to archive. It was further reported that they deleted the old patient exams off the system and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.